Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor the sensor fail per specifications per continuity resistance test also, found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used. Unable to confirm the needle complaint due to the customer did not return the insertion needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent called and reported customer's insulin pump went into low threshold suspense three times, based upon erroneous sensor readings. Customer's blood glucose was 120 mg/dl and it threshold suspended when it was 100 mg/dl. At the time of this report, customer's blood glucose was 82 mg/dl and the sensor gave a reading of 57 mg/dl. Suspend threshold was 65 mg/dl. It was stated the sensor was bent and the site was bleeding. It was advised to put pressure on the site. It was advised the sensor would be replaced and agreed upon that the product would be returned for analysis.